Manufacturer narrative:
The investigation is ongoing.

Event description:
There was a complaint of questionable elecsys hcg+b results for 1 patient tested with a cobas 6000 e601 module. The initial questionable result of 56.04 miu/ml was reported outside the laboratory. The clinician did not find the initial result compatible with the patient¿s clinic and asked for a repeat. It is unknown if the remaining results were reported outside of the laboratory. The patient¿s initial result was 56.04 miu/ml; the first repeat on (B)(6) 2021 was 3.08 miu/ml, and the second repeat on (B)(6) 2021 was 65.52 miu/ml. The customer stated they ran qc prior to the 2 repeats on (B)(6) 2021. The patient¿s sample was sent to 2 external laboratories (a and b) for further testing. Laboratory b is a satellite site of the customer site. Laboratory a received a result of 70.02 miu/ml on (B)(6) 2021. It is unknown what system the sample was tested with. Laboratory b received a result of 3.68 miu/ml on (B)(6) 2021. Laboratory b tested with an e601. The elecsys hcg+b the customer used was lot 55103601 and had an expiration date of 31-oct-2022. The lot number and expiration date of the elecsys hcg+b laboratory b used are unknown.

Manufacturer narrative:
The last calibration was performed on 24-dec-2021 was acceptable with no alarms. The qc was acceptable and the investigation found no indication for a performance issue of reagent or instrument. An investigation of the alarm trace found multiple sample short alarms on the date of the event near the time sample was processed. This is consistent with poor sample quality. The investigation found affected samples were low in volume: 5ml of sample volume was documented when the target volume from the external manufacturer is listed as 8ml. This is consistent with preanalytical issues. The investigation did not identify a product problem. The cause of the event could not be determined.